Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during surgery field service engineer was unable to load pre-operative CT from pacs system. Despite successful query and retrieve, window ¿select the series you want to load. (It must start with an asterisk).¿ appeared with no loaded series visible. Field service engineer attempted load twice but problem persisted. Series was present in iqview ¿database¿ tab, indicating retrieve was successful. Resident finally exported the series onto a usb, from which the series was successfully loaded. Delay to surgery was approximately 10 minutes.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. Analysis confirmed the issue was caused by the mismatch of one or more information (patient name or series information) between the two first slices of exams.

Event description:
It was reported that during surgery field service engineer was unable to load pre-operative CT from pacs system. Despite successful query and retrieve, window 'select the series you want to load. (It must start with an asterisk).' Appeared with no loaded series visible. Field service engineer attempted load twice but problem persisted. Series was present in iqview 'database' tab, indicating retrieve was successful. Resident finally exported the series onto a usb, from which the series was successfully loaded. Delay to surgery was approximately 10 minutes.